Event description:
It was reported by provider that the actuator is shot on the (B)(4) lift. He states the unit is making an awful noise. He states you have to manually force it down. He states one of the batteries will not hold a charge and has no voltage.